Manufacturer narrative:
Results- evaluation found that when the batteries were inserted, the led began to blink rapidly and static sound was heard, after 1 minute the voice was heard for 5 seconds then the unit stopped sounding, but the led continued to blink rapidly. The on/off button was set on the off position and is difficult to move to on position. The on/off switch is rusted unable to fully move the switch to the off position, causing intermittency with the led when attempting to turn off. The moisture indicator shows exposure to moisture. Yellow residue on the outside of the battery compartment and the printing on the warning label is faded. (B)(4).

Event description:
Customer reported that the alarm is broken but is unsure exactly what is wrong with the alarm. The customer could not provide a date when the issue was found. No patient incident or injury was reported.